Manufacturer narrative:
The sample was returned for investigation: the sample was returned in an open secondary package. The sample included labels, IFU (instructions for use) and a pouch including cradle, eds (ehlers-danlos syndrome) handle and shunt. The eds was placed in designated location firmly in cradle. The shunt was found released freely in cradle not mounted/assembled on to the eds tip. The eds wire was slightly pressed. The eds wire protruded from cannula opening. No similar complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from eds which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire). The eds wire is pressed, although pressed slightly-this caused the shunt to be released as in current accepted status. There is a lack of information for why is the eds wire not fully pressed allowing smoot release of the shunt- cause and reason could not be determined as part of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma shunt implant procedure, the shunt could not release from the delivery system at all when implanting. The procedure type was converted to trabeculectomy and the surgery was completed. Additional information was received that, the procedure was need to be changed to trabeculotomy, as the shunt could not release from the delivery system. There was no bad effect to postoperative iop control due to this problem.